Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device cannot secure the cutter. The device was being used in surgery. There was no injury reported. It is unk if surgical delay or medical intervention occurred. There was no add'l info provided.